Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and loss of consciousness ("black out s12ells,") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included morbid obesity, gravida ii and parity 4 ((B)(6) 2011, (B)(6) 2008, (B)(6) 2006, (B)(6) 2005). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced hidradenitis ("acne inversa (hidradenitis supp)"). In 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pollakiuria ("frequent urination") and urinary incontinence ("urinary incontinence"). In (B)(6) 2014, the patient experienced headache ("headaches"). In 2014, the patient experienced dizziness ("dizzy"), vaginal haemorrhage ("abnormal bleeding(vaginal )"), menorrhagia ("abnormal bleeding(menorrhagia )"), nausea ("nausea"), loss of consciousness (seriousness criterion medically significant), vision blurred ("blur /blurred vision"), vitreous floaters ("floaters"), abdominal distension ("bloating / my stomach was so bloated that I looked as if I was 4 months pregnant") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and pain ("I was left feeling sore all day"). In 2015, the patient experienced depression ("depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dyspepsia ("digestive issues"), abdominal pain lower ("cramping"), chest pain ("chest pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain / abdominal cramping") and crying ("the little things would make me cry"). The patient was treated with ibuprofen and surgery (surgery to remove the essure implant / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspepsia, abdominal pain lower, dizziness, depression, vaginal haemorrhage, menorrhagia, hidradenitis, nausea, loss of consciousness, vision blurred, allergy to metals, dysmenorrhoea, dyspareunia, vitreous floaters, fatigue, weight increased, abdominal distension, pain, crying, pollakiuria and urinary incontinence outcome was unknown, the migraine, headache, vulvovaginal pain and abdominal pain was resolving and the alopecia and chest pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, chest pain, crying, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hidradenitis, loss of consciousness, menorrhagia, migraine, nausea, pain, pelvic pain, pollakiuria, urinary incontinence, vaginal haemorrhage, vision blurred, vitreous floaters, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient's current weight was 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-mar-2018: events "depression , migraines, headaches, nausea, black out s12ells, dizzy, blur, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, blurred vision, floaters, fatigue, weight gain , bloating, hair loss,a bnormal bleeding(vaginal), abnormal bleeding(menorrhagia), acne inversa, I was left feeling sore all day, the little things would make me cry, frequent urination, urinary incontinence", concomitant condition , reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and loss of consciousness ("black out s12ells,") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2011, (B)(6) 2008, (B)(6) 2006, (B)(6) 2005) and cholecystectomy. Previously administered products included for an unreported indication: orthotricyclin. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced hidradenitis ("acne inversa (hidradenitis supp)"). In 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pollakiuria ("frequent urination") and urinary incontinence ("urinary incontinence"). In (B)(6) 2014, the patient experienced headache ("headaches"). In 2014, the patient experienced migraine ("migraines"), dizziness ("dizzy"), vaginal haemorrhage ("abnormal bleeding(vaginal )"), menorrhagia ("abnormal bleeding(menorrhagia )"), nausea ("nausea"), loss of consciousness (seriousness criterion medically significant), vision blurred ("blur /blurred vision"), vitreous floaters ("floaters"), abdominal distension ("bloating / my stomach was so bloated that I looked as if I was 4 months pregnant"), alopecia ("hair loss") and vomiting ("vomit"). In august 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and pain ("I was left feeling sore all day"). In 2015, the patient experienced depression ("depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced dyspepsia ("digestive issues"), abdominal pain lower ("cramping"), chest pain ("chest pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain / abdominal cramping"), crying ("the little things would make me cry") and depressed mood ("sad"). The patient was treated with ibuprofen and surgery (surgery to remove the essure implant / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspepsia, abdominal pain lower, dizziness, depression, vaginal haemorrhage, menorrhagia, hidradenitis, nausea, loss of consciousness, vision blurred, allergy to metals, dysmenorrhoea, dyspareunia, vitreous floaters, fatigue, weight increased, abdominal distension, pain, crying, pollakiuria, urinary incontinence, vomiting and depressed mood outcome was unknown, the migraine, headache, vulvovaginal pain and abdominal pain was resolving and the alopecia and chest pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, chest pain, crying, depressed mood, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hidradenitis, loss of consciousness, menorrhagia, migraine, nausea, pain, pelvic pain, pollakiuria, urinary incontinence, vaginal haemorrhage, vision blurred, vitreous floaters, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient's current weight was 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 15-oct-2018: plaintiff fact sheet received - new events feeling sad and vomiting were added. Historical drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('patient present for pid'), pelvic pain ('pain') and loss of consciousness ('black out spells') in a 25-year-old female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (B)(6) 2011, (B)(6) 2008, (B)(6) 2006, (B)(6) 2005, cholecystectomy, nausea, fatigue, gonorrhea, chlamydial infection, cervical dysplasia, trichomoniasis, vulvovaginitis, lightheadedness, palpitations, diaphoresis, costochondritis, muscle strain, hemorrhagic cyst, grand multiparity and diabetes. Denies vaginal discharge, pelvic/abdominal pain, bowel or urinary troubles. Previously administered products included for an unreported indication: orthotricyclin. Concurrent conditions included obesity. Concomitant products included antibiotics for cold. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced hidradenitis ("acne inversa (hidradenitis supp) / chronic auto-inflammatory skin disorder called acne inversa"). In 2013, the patient was found to have weight increased ("weight gain"). In january 2014, the patient experienced pollakiuria ("frequent urination") and urinary incontinence ("urinary incontinence"). In april 2014, the patient experienced headache ("headaches"). In 2014, the patient experienced loss of consciousness (seriousness criterion medically significant), migraine ("migraines"), dizziness ("dizzy"), vaginal haemorrhage ("abnormal bleeding(vaginal )"), menorrhagia ("abnormal bleeding(menorrhagia ) / heavy cycle with three blood clots"), nausea ("nausea"), vision blurred ("blur /blurred vision"), vitreous floaters ("floaters"), abdominal distension ("bloating / my stomach was so bloated that I looked as if I was 4 months pregnant"), alopecia ("hair loss") with trichorrhexis and vomiting ("vomit"). In august 2014, the patient experienced allergy to metals ("nickel allergy"). In february 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and pain ("I was left feeling sore all day"). In 2015, the patient experienced depression ("depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In december 2015, the patient experienced nasopharyngitis ("cold"). In january 2016, the patient experienced ovarian cyst ("2.7 cm cyst on left ovary"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), dyspepsia ("digestive issues"), abdominal pain lower ("cramping"), back pain ("lower back pain"), chest pain ("chest pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain / abdominal cramping"), crying ("the little things would make me cry"), depressed mood ("sad"), arthralgia ("right knee has been aching like joint pain"), haemorrhage urinary tract ("three blood clots"), cough ("cough"), somnolence ("sleepy"), stress ("stress"), furuncle ("boil"), laziness ("laziness"), restlessness ("restlessness during night ") and ovulation pain ("pain from ovulation"). The patient was treated with ibuprofen and surgery (surgery to remove the essure implant / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, loss of consciousness, device expulsion, dyspepsia, abdominal pain lower, dizziness, depression, vaginal haemorrhage, menorrhagia, hidradenitis, nausea, vision blurred, allergy to metals, dysmenorrhoea, vitreous floaters, fatigue, weight increased, pain, crying, pollakiuria, urinary incontinence, vomiting, depressed mood, nasopharyngitis, arthralgia, haemorrhage urinary tract, cough, somnolence, stress, ovarian cyst, furuncle, laziness, restlessness and ovulation pain outcome was unknown, the migraine, dyspareunia, back pain, alopecia and chest pain had resolved and the headache, abdominal distension, vulvovaginal pain and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, chest pain, cough, crying, depressed mood, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, furuncle, haemorrhage urinary tract, headache, hidradenitis, laziness, loss of consciousness, menorrhagia, migraine, nasopharyngitis, nausea, ovarian cyst, ovulation pain, pain, pelvic inflammatory disease, pelvic pain, pollakiuria, restlessness, somnolence, stress, urinary incontinence, vaginal haemorrhage, vision blurred, vitreous floaters, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient's current weight was 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2014: bilateral fallopian tubal occlusion with essure devices. Tubes were completely blocked. Lot number: 816057 manufacture date:2011-01 expiration date: 2014-01 this is the correct expiration date. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: nasopharyngitis arthralgia, haemorrhage urinary tract, cough, somnolence, back pain. Most recent follow-up information incorporated above includes: on 19-nov-2019: plaintiff fact sheet received. Events added from pfs- migration of essure device location of device: uterus, cold, right knee has been aching like joint pain, three blood clots, cough, sleepy, lower back pain, stress, ovarian cyst, boil, laziness, restlessness, ovulation pain. Concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('patient present for pid'), pelvic pain ('pain') and loss of consciousness ('black out s12ells,') in a 25-year-old female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 ((B)(6)2011, (B)(6)2008, (B)(6)2006, (B)(6)2005), cholecystectomy, nausea, fatigue, gonorrhea, chlamydial infection, cervical dysplasia, trichomoniasis, vulvovaginitis, lightheadedness, palpitations, diaphoresis, costochondritis, muscle strain, hemorrhagic cyst and grand multiparity. Denies vaginal discharge, pelvic/abdominal pain, bowel or urinary troubles. Previously administered products included for an unreported indication: orthotricyclin. Concurrent conditions included obesity. On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced hidradenitis ("acne inversa (hidradenitis supp)"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced pollakiuria ("frequent urination") and urinary incontinence ("urinary incontinence"). In april 2014, the patient experienced headache ("headaches"). In 2014, the patient experienced migraine ("migraines"), dizziness ("dizzy"), vaginal haemorrhage ("abnormal bleeding(vaginal )"), menorrhagia ("abnormal bleeding(menorrhagia )"), nausea ("nausea"), loss of consciousness (seriousness criterion medically significant), vision blurred ("blur /blurred vision"), vitreous floaters ("floaters"), abdominal distension ("bloating / my stomach was so bloated that I looked as if I was 4 months pregnant"), alopecia ("hair loss") and vomiting ("vomit"). In (B)(6)2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and pain ("I was left feeling sore all day"). In 2015, the patient experienced depression ("depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspepsia ("digestive issues"), abdominal pain lower ("cramping"), chest pain ("chest pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain / abdominal cramping"), crying ("the little things would make me cry") and depressed mood ("sad"). The patient was treated with ibuprofen and surgery (surgery to remove the essure implant / bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dyspepsia, abdominal pain lower, dizziness, depression, vaginal haemorrhage, menorrhagia, hidradenitis, nausea, loss of consciousness, vision blurred, allergy to metals, dysmenorrhoea, dyspareunia, vitreous floaters, fatigue, weight increased, abdominal distension, pain, crying, pollakiuria, urinary incontinence, vomiting and depressed mood outcome was unknown, the migraine, headache, vulvovaginal pain and abdominal pain was resolving and the alopecia and chest pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, chest pain, crying, depressed mood, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hidradenitis, loss of consciousness, menorrhagia, migraine, nausea, pain, pelvic inflammatory disease, pelvic pain, pollakiuria, urinary incontinence, vaginal haemorrhage, vision blurred, vitreous floaters, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient's current weight was 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion; on (B)(6)2014: bilateral fallopian tubal occlusion with essure devices.. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received lot number was added. Medical record received event " pid" was added. Reporter information, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('patient present for pid'), pelvic pain ('pain') and loss of consciousness ('black out s12ells,') in a 25-year-old female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 ((B)(6) 2011, (B)(6) 2008, (B)(6) 2006, (B)(6) 2005), cholecystectomy, nausea, fatigue, gonorrhea, chlamydial infection, cervical dysplasia, trichomoniasis, vulvovaginitis, lightheadedness, palpitations, diaphoresis, costochondritis, muscle strain, hemorrhagic cyst and grand multiparity. Denies vaginal discharge, pelvic/abdominal pain, bowel or urinary troubles. Previously administered products included for an unreported indication: orthotricyclin. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced hidradenitis ("acne inversa (hidradenitis supp)"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pollakiuria ("frequent urination") and urinary incontinence ("urinary incontinence"). In (B)(6) 2014, the patient experienced headache ("headaches"). In 2014, the patient experienced migraine ("migraines"), dizziness ("dizzy"), vaginal haemorrhage ("abnormal bleeding(vaginal )"), menorrhagia ("abnormal bleeding(menorrhagia )"), nausea ("nausea"), loss of consciousness (seriousness criterion medically significant), vision blurred ("blur /blurred vision"), vitreous floaters ("floaters"), abdominal distension ("bloating / my stomach was so bloated that I looked as if I was 4 months pregnant"), alopecia ("hair loss") and vomiting ("vomit"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and pain ("I was left feeling sore all day"). In 2015, the patient experienced depression ("depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspepsia ("digestive issues"), abdominal pain lower ("cramping"), chest pain ("chest pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain / abdominal cramping"), crying ("the little things would make me cry") and depressed mood ("sad"). The patient was treated with ibuprofen and surgery (surgery to remove the essure implant / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspepsia, abdominal pain lower, dizziness, depression, vaginal haemorrhage, menorrhagia, hidradenitis, nausea, loss of consciousness, vision blurred, allergy to metals, dysmenorrhoea, dyspareunia, vitreous floaters, fatigue, weight increased, abdominal distension, pain, crying, pollakiuria, urinary incontinence, vomiting and depressed mood outcome was unknown, the migraine, headache, vulvovaginal pain and abdominal pain was resolving and the alopecia and chest pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, chest pain, crying, depressed mood, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hidradenitis, loss of consciousness, menorrhagia, migraine, nausea, pain, pelvic inflammatory disease, pelvic pain, pollakiuria, urinary incontinence, vaginal haemorrhage, vision blurred, vitreous floaters, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient's current weight was 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2014: bilateral fallopian tubal occlusion with essure devices. Lot number: 816057 manufacture date:2011-01 expiration date: 2014-01 this is the correct expiration date. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality-safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), dyspepsia ("digestive issues"), abdominal pain lower ("cramping") and dizziness ("dizzy"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dyspepsia, abdominal pain lower and dizziness outcome was unknown. The reporter considered abdominal pain lower, dizziness, dyspepsia, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.